Event description:
The physician achieved successful arteriotomy closure of the right femoral artery with an unspecified perclose device after an interventional procedure in 2003. After the patient was transferred to a room on the floor, it was reported that the patient started to ooze from the arterial access site. Manual compression was held for 10-15 minutes. The patient was discharged home the next day. One week later the patient presented to another hospital with complaints of chest pain. The patient was admitted and taken to the catheterization lab for a left heart cath and possible percutaneous coronary intervention. The patient was premedicated with an unspecified antibiotic. When the physician was palpating the right femoral artery, the patient complained of pain. The physician reported that the right groin did not appear to be red or swollen. Because of the patient's complaint of pain, the physician attempted to obtain the arterial access via the left groin but was unsuccessful. The right groin was then anesthetized with lidocaine and the right common femoral artery was accessed. A sheathogram was performed and the access site looked "fine". During the coronary angiogram, it was discovered that the patient had in-stent restenosis which was treated with a cutting balloon. Post procedure, a perclose a-t (the closer ak) device was inserted and deployed without difficulty. When the device was being removed, the knot was stuck in the knot window. When the knot finally came out, it unraveled and a manual knot was tied and delivered successfully. The patient remained hospitalized due to complaints of right groin pain. Three days later, blood cultures were drawn and the diagnosis of "sepsis" was given. The patient was taken to surgery for exploration of the right groin. It was discovered that a superficial fully encapsulated hematoma was present and was not communicating with the artery. The hematoma was "cleaned out". A wound culture revealed staphylococcus aureus. The surgeon stated that they believe that the hematoma probably started developing after the first procedure. Due to the patient's obesity, the physician stated that the capillaries in the subcutaneous track might have been oozing. The patient was discharged after a few days and was prescribed an unspecified oral antibiotic. It was reported that the patient is doing "fine" to date.